Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the desktop charger (dtc) connector pin is broken/loose, and that they see the trembling return in their hand as of date notified. There were no out of box failures or patient symptoms alleged. A replacement desktop charger (dtc) was sent to the patient. The patient's indication for implant is essential tremor.

Manufacturer narrative:
Fdc code updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.